Event description:
It was reported by repair work order that the footboard had intermittent power because it was not properly connected to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.